Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with an external abrasion 11.4 to 11.7 cm from the connector pin, breaching the optim sheath only, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.